Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced difficulty charging the pump with the usb cable and adapter which subsequently led the pump to shutdown. The customer was instructed to leave pump plugged up for 30 minutes. Reportedly, customer used a different usb cable and pump began to charge. Customer's blood glucose was 97 mg/dl.